Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up to a dim and discolored display with auditory and vibratory features. The keypad cover was peeling and damaged. The contrast button responded intermittently. Removal of keypad cover found contamination under all the button contacts. The battery compartment was found to have cracked from the grip pad to the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation found a dim/discolored display, button tactile issue, contamination under the button contacts, and a cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2014.